Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the movement of the mega suturecut needle driver instrument didn't feel intuitive to the surgeon. Upon inspection, a small damaged cable was observed. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments distal pulleys had mechanical indentation and burr damage. There were indentations at the edge of the distal pulley. The mechanical indentation and burr damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken grip cables if to recur could cause or contribute to an adverse event.